Event description:
Was on dexcom g4 sensor and medtronic pump. Gave insulin through the pump and took his dog for a walk. His blood glucose feel quickly, too quickly for his sensor to track. He ate all the glucose tablets he had. He began to seize. He sustained a subdural hematoma and basal skull fracture, among other injuries. The lowest his dexcom read was 70. Dexcom has downloaded the data from the time of the event in order to analyze why the sensor did not keep up with his serious changes in blood glucose levels.